Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the amount of medication remaining in the cassette did not match the reservoir volume displayed on pump. Per reporter, the starting volume was 138 ml and a continuous infusion rate of 3 ml/hour had been programmed, length of 46 hours, with a total reservoir volume of 138 ml. Reporter stated the air detector and upstream sensor were both turned off, and the lock level had been set to locked. The pump was used to prime the extension tubing. Per reporter, the cassette was not used. The event occurred while in use with patient at patient's home. The patient was medically affected, and they did not receive their full dose of medication. The withdrawal of the remaining medication in the reservoir was not confirmed.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.